Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure due to software issue. A technical support specialist, reinstalled the rss and modified the file path device tested successfully. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system displayed a blue screen and was unable to restart or reboot. The customer stated that the malfunction delayed in accessing medication. There were no adverse events or injuries reported based on this incident.